Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that he received no delivery alarms during manual priming attempts. He refused troubleshooting. The customer's blood glucose was 92 mg/dl. Nothing further was reported.